Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) jaws could not be opened. The customer reinstalled the vse instrument and sterile adapter (sa), but the issue was not resolved. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related error in the logs. The customer used a backup vse instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when opening and closing the jaws. The issue with the instrument did not occur after a system fault. The target tissue is the rectum. The jaws were not stuck on tissue when the issue occurred. Since the tissue was not grasped, the instrument was removed as is. There was no unexpected tissue removal or bleeding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer instrument was analyzed and found to have the grip pulley dislodged from dowel pin at the back end. As a result, the grip cable became loose causing the jaws to not open.